Event description:
MDR ous. Atrial undersensing post-op.

Manufacturer narrative:
MDR ous. The device underwent a complete electrical incoming goods check and proved to be within all specifications. There are no pacing or sensing defects. There is definitely no electronic defect. Next, the pacemaker was thoroughly examined visually and geometrically, regarding the pacemaker connection system. The dimensions of the connection system meet the dimensions prescribed by the international standard. The spring elements to contact the indifferent lead connector do not show any deformations. The clamping power required to clamp and is-1 lead plug connector is reached. The lead attachment screws for the different lead contact are according to dimensions, meet the tolerance standards, and do not show any damage. The clamping depth required to clamp an is-1 lead plug connector is reached with the lead attachment screws. Based on the extensive material that was shipped together with the pacemaker (ECG, programmer printouts, threshold measurements), it can be seen that some atrial events were not sensed. However, in regard to the "atrial undersensing" mentioned in the complaint, no deviation could be found at the pacemaker in the context of the analysis. The pacemaker works according to specifications. Sensing is correct. The analysis results do not indicate a material defect or mfg error. The pacemaker is within all specifications.